Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply and front panel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source main lamp doesn't ignite, but the spare lamp is working. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the main lamp did not light, the quipments shifted to the spare lamp due to a faulty power supply and the front panel switches were not working due to a faulty front panel. Additional findings include the following: the light was dimmer than usual due to a dirty lens but was visible, there was dust inside of the unit and needed to be cleaned, the scope socket was broken, the lamp base was broken, there was heavy corrosion / a dent on the real panel, the power switch was noisy, and the xenon lamp was hard to connect due to a deformed lamp base. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.